Manufacturer narrative:
The device history record confirms that the product met all release requirements prior to distribution. The site declined evaluation of the device by a cynosure-trained field service engineer, as the unintended radiation output was determined to be the result of user error. On (B)(6) 2026, a member of the cynosure clinical team followed up with the treatment provider and confirmed that no patient injury occurred. The clinical team also reviewed proper device use guidelines and emphasized that the laser caster wheels should not be rolled over the footswitch cable to prevent recurrence. Based on the site's report of unintended discharge of laser energy, this event is considered an accidental radiation occurrence (aro) and represents a reportable device malfunction under 21 cfr part 803 in accordance with u.s. FDA medical device reporting requirements.

Event description:
It was reported that a picosure pro device discharged laser energy unintentionally after the footswitch cable became trapped beneath a laser caster wheel. No patient injury was reported.